Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 2 years and 9 months after the dental implants was installed in intraoral region #19 it was verified its non osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed. Patient had bone type I.